Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Upon visual inspection no physical defects present. Inflated balloon with returned syringe; leakage observed where shaft meets trifurcation site with pin hole 0.013in. Also received 3 photo samples: 1) overview of catheter used for reported event. 2) top view of location of pinhole present on catheter. 3) inflation cap used for the reported event. Therefore, the reported event is confirmed and does not meet specifications per (B)(4). Rev 0 which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during pretest, when injecting water with a syringe, sterile water leaks from the funnel of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during pretest, when injecting water with a syringe, sterile water leaks from the funnel of the foley catheter.